Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a suspected false positive. Results with the ID now covid 19 assay using a direct nasopharyngeal swab (ruhof swab). Repeat testing on the same sample and a new sample generated negative results. Confirmation testing (cepheid) on the same sample and a different sample generated negative results. Per the customer, the patient was not symptomatic and there was no patient impact or significant delay in treatment. Although requested, additional information has not been provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1021000 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1021000 and test base part number 190-430 / lot 1021000. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021000 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.